Manufacturer narrative:
(B)(4). D10: 00599401791 - left size g cemented option femoral component femoral plastic cap must be removed prior to implantation- 62492531. 00598005701 - stemmed tibial component precoat size 7 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 63650275 00598801014 - 14mm diameter 100mm length straight stem extension combined length 145mm - 63869663. 00598801215 - 15mm diameter 30mm length straight stem extension combined length 75mm - 63634006. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee surgery and approximately 4 months post-op, underwent a revision due to unknown reasons. Only the poly was swapped. Attempts have been made and all available information has been provided.